Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was being used with a competitive trocar device. The device stuck in the trocar and would not release or deploy a clip due to its entry position. The trocar is with the device in the return package due to they could not release them apart. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to be removed from the trocar. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the shaft was noted broken at distal with lose of material; the internal components were exposed. It could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.